Manufacturer narrative:
The pump and meter have been returned and evaluated by product analysis on 02/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and meter and confirmed that they were operating within required specifications at the time of release. On investigation, the alleged delivery issue was not duplicated. Review of black box data did not find any alarms or warnings related to the complaint. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. In addition, the meter powered up and paired with the pump correctly. Display and buttons operated properly. No defects were found with the meter.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia while on pump therapy. Reportedly, the patient¿s blood glucose (bg) reading was between 300 and 400 mg/dl, with nausea, vomiting, and abdominal pain. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy with no information provided regarding any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was alleged that the pump had inaccurate delivery issue since (B)(6) 2014. No information was provided regarding potential causes for inaccurate delivery, bg issue, or perceived inaccurate deliveries. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.